Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level at the time of hypoglycemia was 2.9 mmol/l. Customer¿s blood glucose level at the time of call was 15 mmol/l. Customer stated that customer receiving massages for high blood glucose that check for occlusion but not receiving insulin flow blocked alarm. Customer stated that they treated it with manual injection. Customer advised that they were treated with manual injections so insulin pump did not capture the amount of insulin and could give the much amount of insulin. Customer stated that they experienced low blood glucose level after that. Customer stated that they having symptoms like dizziness for low blood glucose. Customer stated that they treated it with food. To bring their blood glucose up. Customer stated that they having scars tissue so getting check occlusion alarm but not getting insulin flow blocked alarm. Customer stated that they had experienced high and low blood glucose vents for past two weeks. Customer stated that the highest blood glucose level was 26 mmol/l. Customer stated that there were no carbohydrates entered in the insulin pump. Customer was advised that they did not entered the bolus amount for their meal hence blood glucose was raise up. Reservoir was showing the same amount of insulin as shown on the status screen. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer stated that the auto mode feature was active at time of high and low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Customer did not allege insulin pump was under delivering or over delivering. The device will not be returned for analysis.